Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A0902 was coded for display/visual feedback problem. A1102 was coded for application program problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the systems main cart monitor displayed 'no video detected." The site confirmed all lights looked good on the ups and computer. The site reseated the high-definition multimedia interface (hdmi) cable into the back of the main cart monitor which did not resolve the issue. The site reseated the displayport (dp) cable into the back of the camera cart monitor with no resolve. The main cart video input was hdmi mode and camera cart video input was dp mode. The site used a known working hdmi cable from the computer to the main cart monitor which did not resolve the issue. The site plugged the hdmi cable from computer on ¿functioning¿ stealth to ¿non-functioning¿ stealth main cart monitor. The manufacture representative reported the issue resolved. The probable cause was determined to be the legacy central processing unit (cpu). No patient present.